Event description:
Reporter alleged discrepant neonate blood glucose results of 36 mg/dl at 03:18 on the inform system compared to a lab measurement of 18 mg/dl performed at 03:21. Reporter stated the neonate was fed based on the meter result. No other actions were taken or treatment was reportedly received. Quality control testing was stated to have been performed on the system and both levels measured acceptable values. A request was made for the return of the suspect device and replacement product was sent.